Manufacturer narrative:
Investigation summary: bd has not been provided with photos or samples for catalog 30773019 lot 1806254 to investigate for this record. As a result, bd was unable to verify the reported issue or determine a definitive root cause. The defect may have been possible ink particles remaining from the marking process. Despite the fact that any high volume manufacturing process may generate some particulate matter, the highly capable process employed by bd to produce emerald syringes keeps particulate matter to extremely low levels through stringent manufacturing processes and environmental controls. The whole process to assembly and package the product takes place in an environmental controlled room where the air is continuously filtered using a hepa filter system and there are several strict measures. A review of the device history record revealed no irregularities during the manufacture of the reported lot.

Event description:
It was reported that prior to use foreign matter was discovered with a bd syringe 2ml ls 23ga 1-1/4in dn emerald. The following information was provided by the initial reporter, translated from chinese to english: the patient was admitted to the hospital for 1 day due to fever. According to the doctor's advice for infusion, when dispensing medicine, a syringe should be used. It was found that the syringe was attached with a paint, which was replaced with a new one without causing adverse consequences to the patient.

Manufacturer narrative:
Initial reporter phone #: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that prior to use foreign matter was discovered with a bd syringe 2ml ls 23ga 1-1/4in dn emerald. The following information was provided by the initial reporter, translated from (B)(6) to english: the patient was admitted to the hospital for 1 day due to fever. According to the doctor's advice for infusion, when dispensing medicine, a syringe should be used. It was found that the syringe was attached with a paint, which was replaced with a new one without causing adverse consequences to the patient.